Event description:
Clinical trial. It was reported that 605 days following a coronary artery stenting procedure, the pt developed in-stent restenosis. The pt presented at the time of the index procedure with an acute myocardial infarction. The index procedure treated a de novo, 100% stenosed lesion of the proximal lad (left anterior descending) measuring 2.25x18mm. The lesion was treated with predilation and placement of a 2.25x20mm express2 bare metal stent resulting in 10% residual stenosis. The pt presented 605 days post procedure with stable angina and a positive stress test. In-stent restenosis was diagnosed and treated with a preintervention. The event was resolved and the pt was discharged two days post reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.